Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was at 2.5 volts. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that diagnostics could not be accessed via a merlin programmer. Interrogation resulted in -operation failed- messages. A software download was unsuccessful. Attempts to download the software via a 3510 programmer resulted in the message -position head-. The patient's pacing rate was around 67.5 bpm. In 2008, measured battery data was 2.72 v, 23 ua, 2.9 kohms with 1.25 years estimated longevity. The patient was pacemaker dependent.